Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It as reported that the control iq software did not adjust insulin as expected. The customer's blood glucose level ranged from 342-343 mg/dl. The customer continued using the pump for insulin therapy.